Event description:
It was reported that this patient presented to the emergency room (ER) for syncope. Physician requested review of reports from this pacemaker. Technical services (ts) analyzed device episode data and found that there were stored atrial tachy response (atr) episodes due to oversensing of noise on the atrial channel. It was discovered that there was a lead safety switch (lss) from bipolar to unipolar sensing configuration due to high out of range pacing impedance values, measuring at 2019 ohms. Ts noted that the stored episodes did not correlate with the report of syncope. The right atrial (ra) lead was a non-boston scientific product. Physician declined field representative follow-up and will monitor further. No additional adverse patient effects were reported. Currently, this pacemaker remains in service.